Event description:
Device electively explanted due to infection and not replaced. Device returned on 1/19/2006 with oos report and comments: "pediatric doctors saw no need for pacemaker at this time. Removed during heart surgery."